Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04342. The pt rec'd two leads with the same lot number. It was reported the pt had a seizure and fell onto her hip and the ipg moved within the pocket site. The pt had seizure history prior to the scs system. The ipg began to display premature battery depletion. The physician opted to replace the scs system. It was reported the leads had migrated laterally, and the physician was unable to reposition them during the procedure so new leads were placed. F/u identified the pt rec'd effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.